Event description:
It was reported that the device exhibited a rapid drop in battery voltage over a period of four months, reaching elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Battery at elective replacement indicator (eri); battery curve suggests an anomaly; further investigation not possible without returned device. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.